Manufacturer narrative:
Inflammation - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a right inguinal hernia repair procedure in 2009. The pt was discharged the same day, with no issues noted. The surgeon indicated the pt developed inflammation eight days later. The pt was given analgesics. The event was resolved three days later. The event intensity was listed as severe.